Manufacturer narrative:
Submit date: 11/23/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. Customer reports that upon removing plastic sheath to expose syringe, noticed that the barrel seemed dirty on the inside and had plastic pellets inside. Not used on animal. The device will be returned for investigation.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of this product that could have led to plastic particulate. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The sample in question has not been returned for evaluation. If a sample is received, the complaint may be re-opened for further investigation. The method of root cause analysis that was implemented in this investigation was to conduct a fish bone diagram that addressed the ¿six m¿s¿: man, material, method, measurement, machine, and mother nature (environment). The significant causes were then noted and addressed in the corrective and preventative action section. The most probable root cause for plastic particulate is particulate being introduced by broken parts being sent to the assembly machine. Based on evaluation of the sample, the broken pieces entered the barrel while in the ram prior to the rubber tip being inserted. Small pieces of broken syringe material may have been caught in the transfer tubes and unjammed, releasing into this barrel during assembly. Based on the existing controls, examination of the samples provided, and the complaint history review, additional correction or containment activities are not warranted at this time. Product is routinely examined to ensure it meets acceptable quality levels (aql), and a lot cannot be released unless it passes visual and physical testing requirements. All lots are statistically sampled and inspected for defects. A lot cannot be released unless it meets all acceptance requirements. The vacuum system is constantly running and absorbs any particulate that is blown out of the unit. The previous programming of the system only administered a burst of air when the tube was at the top end of the barrel (near the finger flange). This would not optimally remove particulate that may be present along the middle and bottom of the barrel. The new program was indexed to optimize air-blowing throughout the entire motion of the tube. Air is now blown into the barrel at all positions as the needle pumps into and out of the barrel, thus displacing any particulate that may be present to be removed by the vacuum. Based on the information available, investigation findings, and decision tool, a corrective and preventive action (CAPA) is not deemed necessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Please see corrected data for sample evaluation: two samples were returned for evaluation. The reported condition was observed. Plastic debris is observed within the barrel of the syringe.